Event description:
(B)(6). Date of event: (B)(6) 2013. According to the information received, a user reported that a speedicath compact catheter broke off inside of her. The user was able to remove the catheter and did not seek medical treatment. She threw the catheter away.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up #1: although the complaint indicated that the user threw the device involved in the incident away, additional samples were received for testing. It was noted that a white power was inside the retail box but it did not influence the quality of the catheters. All of the catheters returned were within specification. There was not any visual damage on the catheters and none of the catheter broke upon opening. The catheters did not relapse or stick to the packaging tube. Based upon the testing of the reserve samples and the fact that the actual device involved in the incident was not returned for evaluation, this complaint cannot be confirmed as a product defect.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, a user reported that a speedicath compact catheter broke off inside of her. The user was able to remove the catheter and did not seek medical treatment. She threw the catheter away.